Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During an atrial tachycardia procedure, an air leak was noted when removing air from the sheath. The sheath was inserted into the left atrium; the advisor hd grid catheter and advisor fl catheter were inserted into the sheath and mapping was performed. During the middle of the procedure in which the tactiflex se catheter was inserted and rf delivery was being performed, a small amount of air was aspirated into the syringe when removing air. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.